Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that high capture thresholds were observed on the right ventricular (rv) lead leading to increased battery usage. The rv lead's pacing impedance was also noted to be low. Due to the patient's age, poor condition and the risk for infection, the rv lead and system was not removed but remained implanted-inactive. A new rv lead and system was implanted. There were no patient consequences.